Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013 the headless compression screw 3.0 was used for a talus fracture case. It was reported that one guide wire was inserted. But re-insertion was needed for positioning adjustment. So the surgeon tried to remove the guide wire, but the tip of it (about 2mm) broke and remained in the patient body. The surgeon used the guide wire in an oscillation mode, concerning about soft tissue involvement. It was further reported that one of two cannulated drill bits was found to be broken at the tip before surgery, so wasn¿t used. The other touched the headless compression screw and broke at the tip. The broken tip (about 3mm) remained in the patient. The prolongation of the surgery was about 20 minutes. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number was not provided. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed on (B)(6) 2014 and no complaint related issues were found. The visual inspection performed on (B)(6) 2014 of the returned drill bit by the complaint handling unit revealed the tip was broken. The investigation of the drill bits had shown that the tips of both parts are broken off. We are not able to determine the exact cause which has lead do the damaged. The complaint condition is likely the result of too much mechanical force applied during surgery. No product fault could be detected. Incorrectly reported as an adverse event this event was reviewed on (B)(4) 2014 and determined to meet the definition of a product malfunction. Placeholder.